Event description:
Report rec'd specified that during a percutaneous transluminal angioplasty to the left iliac artery there was a balloon leakage observed. It was indicated that the balloon partially passed a heavily calcified stenosis. An indeflator was use to inflate the balloon. The system was retrieved without any pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.